Event description:
It was reported that the patient presented to the hospital after a syncopal episode. This was the third time the patient had been admitted due to syncopy. Shortly after the patient was moved to the ICU, the electrogram showed 3 paced beats had failed to capture and no backup pulses were delivered despite autocapture being enabled. This was resolved by turning autocapture off, and the output programmed manually.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.